Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a medfusion 3500 syringe pump had a check clutch plunger error. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for evaluation. Visual inspection found the pump in poor condition: the left and right plunger cases were cracked and the top case was chipped and cracked. The pump's clutch was released by the customer and a subsequent check clutch/plunger lever error was observed in the event history log. Based on the evidence, the reported issue was due to the customer's improper release of the clutch during an infusion, which was interfacing with the device in a manner that is inconsistent with its indication for use. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.